Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code (e216) a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: for the communication issue: no data transmission. For scope communication error code (e216): traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope was unable to communicate. The event occurred during inspection prior to use. There were no reports of patient involvement.